Event description:
The customer called to request a replacement insulin pump because he had been experiencing repeated high blood glucose levels. The customer then reported that he was hospitalized for high blood glucose levels recently. The customer did not provide further info about that event. The customer also stated that he was treated by the paramedics on another occasion due to low blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced per his request.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.